Event description:
It was reported that procedure was to treat a non-tortuous, moderately calcified, de novo, concentric distal lesion in the right posterior descending and atrio ventricular arteries with 90% stenosis. A non-abbott guide wire was placed and the nc trek 5.0 x 12 mm was advanced; however, during inflation the balloon slipped so it was withdrawn outside of the patient anatomy. A non-abbott balloon 3.75 x 10 mm was used for pre-dilatation and the same nc trek 5.0 x 12 mm was used for pre-dilatation for further inflation. A non-abbott stent 3.5 x 18 mm was deployed and post-dilation was performed with the nc trek 5.0 x 12 mm. It was further noted that resistance was met during advancement of the nc trek, both with the vessel and another device; however, post-dilatation was successful. After the catheter was withdrawn the shaft became kinked at the connection of the hypotube. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found no blood visible and contrast in the balloon and inflation lumen. The balloon was loosely folded. This is consistent with device preparation and balloon inflation. The shaft was bunched 1.2 centimeters (cm) proximal to the proximal balloon seal, for a length of 1.3cm. Reportedly, resistance with the vessel and another unknown device was met during the third advance to post-dilate a deployed stent. Advancement against resistance most likely caused the shaft to bunch. There was a kink in the hypotube 9.5cm proximal to the guide wire exit notch confirming the reported shaft kink after withdrawal. The reported kink was most likely a result of handling after withdrawal. A new indeflator was filled with contrast medium; diluted 1:1 with water and was used to inflate the balloon to rated burst pressure (rbp). The balloon inflated with no anomalies noted. A snap gage was then used to measure the outer diameter of the balloon at nominal pressure and met manufacturing criteria. Factors that may contribute to difficulty inflating and/or watermelon seeding may include, but are not limited to, patient anatomical morphology, device size selection, placement of the balloon within the lesion, or physician technique. To help ensure this is not the result of a manufacturing deficiency, various quality checks are in place to verify visual, functional and dimensional specifications. Additionally, a sampling of units is destructively tested to verify proper balloon inflation. Reportedly, the trek catheter was used in a moderately calcified and 90% stenosis lesion, which may have contributed to the reported watermelon seeding; however, a conclusive cause could not be determined. Factors that may contribute to resistance between the devices may include, but not limited to, product placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the distal shaft of the catheter. Factors that may contribute to resistance against the vessel may consist of anatomical conditions, such as tortuous vessels, as they could cause the shape of the guide wire or catheter to become angled and make it more difficult to advance the catheter over the wire. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. Reportedly, the trek balloon catheter was advanced 2 times without resistance and the balloon was inflated 2 times. Resistance was encountered in the third advancement. Since this was a high pressure balloon, after multiple inflations and interaction with the lesion, the balloon folding pattern may have been disrupted causing a larger profile leading to resistance with other devices. In this case, the reported resistance was most likely a result of a combination of patient anatomy, multiple inflations and interactions between devices. The tip length and crossing profile were measured and met specifications. The 2/3 balloon profile was measured and did not meet manufacturing criteria; however, this is a specification that is measured prior to balloon inflation and it is expected to be larger once the balloon has been inflated. In this case, as this is a high pressure balloon with a large diameter, the balloon profile is often not as small once the balloon has been inflated. The manufacturing lot history records were reviewed and there were no non-conforming material records associated with this lot that could have contributed to the reported difficulty. Additionally, a query of the complaint handling database revealed no other similar incidents reported for balloon slippage, kink or resistance with another device for this lot. Analysis of the complaint indicates that the balloon slippage, resistance during advancement and catheter kink were most likely related to the operational context of the procedure. In summary, based on the information provided and analysis of the returned device, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: neos soft. Guide cath: heartrail 6f alish. Stent: nobori 3.5 x 18 mm. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.